Event description:
It was reported that the patient with this artificial urinary sphincter experienced stress urinary incontinence. The device was not functioning, and the device had fluid loss. The device was removed and replaced. No further patient complications were reported.